Event description:
Note: this report pertains to the three spyscope ds ii devices and a spy ds controller that were used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii, and spy ds controller, were used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) spyglass procedure performed on (B)(6) 2022. During the procedure, two spyscope ds ii were used and there was loss of visualization. A third spyscope ds ii was used and there was difficulty passing accessories through it. Therefore, the procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.